Event description:
It was reported that a patient experienced a shocking or jolting sensation that started "a few" weeks ago. It was stated that the patient felt tingling in her arms and back where she never felt that before. There were no known falls or trauma associated with the event. It was also stated that the patient had to charge her battery more than expected, up to 10 hours. It was stated that sometimes it would "a couple" hours to find the best spot to get coupling bars. It was noted that the battery "wiggles" and moves around in the pocket which started "a couple" of weeks ago as well. It was reported that the patient had the device off because it could not hold a charge, and it hurt more on than off. Four days later, it was reported that stimulation was not able to be adjusted. The recharger was unable to communicate with the battery as well as the clinician programmer. It was stated that the patient last charged a week prior to report. A physician-mode-recharge (pmr) was attempted, but no communication could be made. Recharging statistics showed the battery had last been charged on (B)(4) 2013. The antenna-locate (al) feature was used and the high al value was 62. After using the al feature the recharger was able to communicate and it was showing 8 out of 8 coupling bars. The battery level was less than 25%. It was reported that a few times the recharger showed that battery to be full and then four hours later it was "completely empty." It was noted that the patient lost weight and the implant moved around in the pocket. It was suspected that the battery had flipped. It was reported that this started happening about two months prior when the patient became ill while she was in the hospital, but stimulation was off during her stay. It was noted that the patient had no surgeries, but no more details were given about hospital stay. Further information has been requested, but was not available at the time of this report. If more information is received then a supplemental report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).